Event description:
An anterior cervical plate backed away from the vertebrae. Review of x-ray films indicated that the self-drilling screws and locking caps appeared securely in place with the cervical plate.

Manufacturer narrative:
No patient injury reported in this specific event. Event considered MDR reportable as patient injury is possible if event were to recur. No revision surgery performed. Feedback from surgeon indicated that surgery is not recommended at this time as the patient has not shown any unusual symptoms or pain. Discussion with sales representative on (B)(4) 2012 indicated that event may be explained due to limited screw purchase within the bone due to poor bone quality; however the cause remains unknown. The IFU indicates poor bone quality as a contraindication as well as loosening or movement/migration as a possible complication.